Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed a33 test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and motor error. The customer¿s blood glucose was 168 mg/dl at the time of incident. Customer reports the drive support cap appears normal. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.